Manufacturer narrative:
Vyaire medical complaint number: (B)(4). Results of investigation: a vyaire medical field service representative (fsr) evaluated the device onsite. The fsr replaced the front display kit and ran the user verification test. The device meets manufacturer specifications.

Event description:
The customer reported that the screen on the ventilator was freezing up. There was no patient involvement associated with this issue.